Event description:
Boston scientific received information that during a device interrogation, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system displayed oversensing of noise and loss of capture at 7.5 volts. However there was no report of pacing inhibition, no greater than 2 seconds of asystole, and no inappropriate shock was noted. Additional information indicated that the rv lead was fractured on the rate sense/portion. The pace/sense portion of the rv lead was surgically abandoned. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.